Event description:
It was reported that during a procedure to treat a de novo lesion in the distal right coronary artery with mild tortuosity, moderate calcification, and 90% stenosis, pre-dilatation was performed using a non-abbott dilatation catheter. A 2.5x18 xience v stent was implanted and a 2.75x15 nc trek dilatation catheter was advanced without resistance for post dilatation; however, the balloon ruptured on the first inflation at 13 atmospheres for 15 seconds. The dilatation catheter was withdrawn from the anatomy without resistance. Intravascular ultrasound (ivus) was performed and the xience v stent was confirmed to be expanded satisfactorily. There was no reported clinically significant delay in the procedure and no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: brite tip jr4. Stent: xience v 2.5x18. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.